Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual evaluation of provided picture shows a damaged articular surface and it was a fracture on the medial end. Some discoloration was seen on the articular surface. Tibial tray found to have bone cement/bone attached to the bottom. No other information can be obtained. Additionally, damages seen in the articular surface could be related to damage after the poly disengagement. However, no definite statement can be made as the product was not returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined as it is unknown if the implants contributed to the patient fall. Per package insert persona the personalized knee system: dissociation and fracture of the implant are known adverse causes of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 42500607002, lot 63590349. Item 42532007502, lot 63949714. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00070.

Event description:
It was reported that patient underwent right total knee arthroplasty; subsequently, the patient had a fall and was revised due to the poly becoming dislodged.